Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when attempting to interrogate an implantable cardiac monitor (icm) device the mobile programmer application displayed a message stating ¿already up to date¿ and did not allow interrogation. Troubleshooting steps were taken to include confirming wireless fidelity connection, verifying the host tablet and application versions were current, and reviewing workflow. It was identified that the incorrect application had been selected, as the mobile programmer application is not compatible icm devices. Further troubleshooting steps was taken to include using the remote monitoring mobile application, which successfully completed the interrogation and transmitted data as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h.6. Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.